Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported placement difficulty in conjunction with the reported patient effects of perforation and additional therapy/ non-surgical treatment is listed as a foreseeable event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a heavily calcified, de novo lesion in the mildly tortuous proximal right coronary artery (rca), a 2.5x15 rx xience prime stent delivery system (sds) was advanced to the lesion without resistance and was deployed between 10 and 12 atmospheres. The lesion was reportedly a bit tight and the 2.5x15 xience prime stent was poorly apposed to the vessel wall; thus, post-dilatation was performed to better appose the stent to the vessel wall when a perforation occurred. The 2.5x15 rx xience prime sds was withdrawn smoothly, without resistance. A 2.5x23 xience prime sds was deployed, successfully treating the perforation. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.